Event description:
A customer reported that the abbott diabetes care (adc) application "did not work" and was therefore unable to obtain scan readings. The customer experienced a loss of consciousness and was seen by a healthcare professional and was administered glucose infusion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) application in use with (iphone se ios: 15.7, app versie: 2.5.3.308),"did not work" and was therefore unable to obtain scan readings. The customer experienced a loss of consciousness and was seen by a healthcare professional and was administered glucose infusion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported not being able to scan a freestyle libre 2 sensor with the freestyle librelink application. Attempted to replicate the user complaint and was able to scan a sensor successfully using the ios version of the application and was not able to replicate the complaint.. No issues were identified with librelink application. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.